Manufacturer narrative:
Customer follow up on (B)(6) 2019: reportedly, the customer continued to use the pump for insulin therapy and declined to return the device for investigation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly and fluctuating. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer had an alternate pump available for insulin therapy.